Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5, and to updates sections e4 and g2. Terumo performed a maude search on 07jan2021, report number mw5096997 was found and was confirmed to be the same reported event, and therefore the maude report has been provided.

Event description:
Terumo performed a maude search on 07jan2021, maude mw5096997 was found and the description states: "pt had cath lab procedure with angioseal deployment. Post procedure, she experienced a-fib requiring cardioversion, the lost pulses in her r foot. Vascular surgeon took to operating room and reported that the angioseal device was dissected free from the common femoral artery. They had to pass a 3 fogarty catheter down the superficial femoral artery and retrieve the end plate for the angioseal device in the posterior tibial artery."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results, and to provide a correction in section h6 component code. It was inadvertently not provided in the initial report; therefore, the component code has been selected. H6 health effect: impact code has been provided as it was unable to be selected on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: unconfirmed if device was explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The original case by interventional cardiologist (ic); the circulation rn noted a common femoral artery (cfa) angiogram prior. Distal pulse 1 prior and end, no failed deployment noted at time. Approximately 10pm floor request for vascular surgeon (vs) consult for cold right leg, numbness, and pain. Vs referred to ir for possible intervention. Non palpable and doppler pulse noted. Accessed left femoral artery (lfa), 6fr destination, indigo. He did not know for certain if he was removing clot, plaque, or the angio-seal. It was noted that the destination seemed to clear occlusion and achieved wire access to superficial femoral artery (sfa) profunda. Post procedure noted cfa open, doppler pulses achieved. The computerized tomography scan (CT) was reviewed and appeared to note posterior plaque and angio-seal components prior to intervention. Review of the angiogram prior and it was believed to be a steep angle, disease present, 6fr procedure sheath close to bifurcation. It was a successful, re-canalization of occluded rcfa. The patient's condition was stable and was discharged on (B)(6). Additional information was received 18aug2020. The procedure performed for the patient prior to use of the angio-seal device was a left heart catheterization. Hemostasis was achieved with the angio-seal device. The patient had weak distal pulses, which was the case prior to deployment as well. Hemostasis after deployment was confirmed in the physician's final report.